Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the battery was replaced.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the perfo rmance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed that (B)(6) flashed red when connected to a battery charger. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The high max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching (B)(4) relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause a battery to flash red when connected to a battery charger. The batteries were still able to charge and provide power to a controller. As a result, the reported event was confirmed. The high max error condition on the batteries was able to be reset, after which the battery performed as intended. Internal inspection of the batteries did not reveal any anomalies. Based on the available information, the most likely root cause of the reported event can be attributed to batteries that were out of calibration. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while charging the battery on the battery charger, a flashing red light was observed on the battery.  There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury. The customer was notified that the product should be returned.